Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that the m. Blue has a blockage while the progav 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. Because the m.blue is not permeable, a computer controlled test is not possible. The results for the progav 2.0 show that the valve operates within the permissible tolerance in the horizontal position. Adjustment test: during the adjustment test it was determined that both valves are not adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the braking force cannot be measured due to the non-adjustability of the valves. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine a blockage of the m.blue and adjustment difficulties in both of the valves the flow of the progav 2.0 was within the permissible tolerances. The determined deposits can be named as the cause for the functional deviations. Organic material in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. Based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue plus (#fx804t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2024. No patient complications were reported as a result of the revision procedure. The complainant device was returned to the manufacturer for evaluation.